Event description:
Prior to implant, the clinician tried to establish communication with the ipg in its sterile packaging using the programmer. The ipg did not communicate with the programmer, and the ipg was returned to the MFR. This was an out of box failure and the device was never implanted in the pt.

Manufacturer narrative:
Eval, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ipg was tested and communicated with test devices and programmers and passed functional testing. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.